Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# j0527115v, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
A consumer reported that their implant only worked for a short period, and so they discontinued use. The patient was also recently experiencing headaches around the time of the report and was going to get an MRI brain scan for the issue but reported that it was unrelated to their implant. The indication for use was radicular pain syndrome. Follow up is being conducted. Should additional information be received, a follow up report will be sent out.